Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion was unable to be reloaded with a new scorpion needle after the previous broke internally and could not be removed. Another device was used to complete the case with no case involvement or patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged ar-12990, knee scorpion¿, batch number: 14982785a, was received for investigation. Functional testing found that the needle cannot be fully inserted and gets stuck inside the shaft of the device. Visual inspection noted an unknown fragment in the suture slot. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft. Refer to the investigation photo. Complaint allegation is confirmed.